Event description:
An issue was reported where the caller experienced a discrepancy in the displayed and actual time on their device, which was greater than five minutes. The caller did not know why the incorrect time occurred. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. To address the issue, the cts assisted the caller with updating the pump time and advised monitoring to ensure the discrepancy does not recur.